Manufacturer narrative:
The investigation only received information that the issue was resolved. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The customer performed a precision check; one result out of twenty tests was out. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result from one patient sample tested on the cobas 6000 c501 module. The initial result was not reported outside of the laboratory as it was deemed too low. The initial na result was 111 mmol/l. The repeat result was 145 mmol/l.